Manufacturer narrative:
The suspect device is not available for evaluation. A review of the product history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that during pfa procedure, after performing the transseptal puncture using an nrg radiofrequency needle, an exchange over a guidewire was carried out with a non-merit faradrive sheath, and a non-merit farawave catheter was inserted according to instructions. Once the left atrial mapping was completed, pfa erogations were performed in the pulmonary veins and on the posterior wall. A drop in blood pressure and cyanosis of the patient's face were observed during procedure. Cardiac tamponade was suspected due to the presence of pericardial effusion confirmed by echocardiography. Resuscitation procedures and pericardiocentesis were performed. The patient subsequently experienced multiple episodes of ventricular fibrillation/electromechanical dissociation. The energy deliveries by the non-merit farawave nav catheter never recorded errors 301 or 303 and devices flushing procedures were carried out correctly. The physician considered the complications and subsequent patient death to be caused or contributed to by the procedure itself and not the device.